Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box shows three 'replace battery' alarms occurred on (B)(6) 2012 associated with low battery voltage. The black box indicated that a partially charged battery was installed during each battery change. There were no issues found the battery cap or compartment. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that about nine days ago the pump began to go the verify screen and today it has gone to the verify screen five times, the pump rebooted and then a replace battery alarm was emitted. The patient confirmed that the battery cap or battery compartment was not damaged. This report is made based on the allegation of the power issue.